Manufacturer narrative:
The device was received for evaluation. During evaluation, the device confirmed 2nd button from left, top row malfunction. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be damaged keypad overlay. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had 2nd button from left, top row malfunction. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.